Event description:
Nebulizers with anti spill set tubing mouthpiece & reservoir are often found defective with leakage of medication contents during use a common occurrence. The nebulizers leak at the junction of the nebulizer cap & neubulizer jar even at settings below the MFR's recommended gas flow rate of 8 liters per minute.